Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was damaged and unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 9098619. It was reported that the consumer stated that during the injection, after 10 unites it got stuck, he could not inject the insulin. He stated the (rubber) stopper would not move. Verbatim: spouse of a consumer called on behalf of his wife who is blind. He reported during the injection, after 10 unites it got stuck, he could not inject the insulin. She takes 2 types of insulin. He stated the (rubber) stopper would not move. Then he went back to put the medicine back in to the vial. He uses the new needle for her injection each time.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for clog & difficult/unable to move stopper for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was damaged and unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 9098619. It was reported that the consumer stated that during the injection, after 10 unites it got stuck, he could not inject the insulin. He stated the (rubber) stopper would not move. Verbatim: spouse of a consumer called on behalf of his wife who is blind. He reported during the injection, after 10 unites it got stuck, he could not inject the insulin. She takes 2 types of insulin. He stated the (rubber) stopper would not move. Then he went back to put the medicine back in to the vial. He uses the new needle for her injection each time.